Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high capture thresholds and high pacing impedance. The physician alleged an lead abrasion or the lead becoming bent due to patient anatomy at the access site to be the cause of the malfunctions. The rv lead was capped and replaced on 13 (B)(6) 2022. The patient was stable throughout and asymptomatic.